Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was reaching end of life, confirmed by the "replace generator, the generator has reached the end of service" message. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The report of ¿replace generator¿ displayed was confirmed. Analysis of the returned ipg found that the device had declared end of life (eol) and had normal battery depletion.